Event description:
It was reported that the 6800 sys, during test at 80kvp was reading 73kvp. There was no report of pt injury. Annual pm requested by site.

Manufacturer narrative:
A ge svc rep performed an on site investigation. Performed annual pm, adjusted the camera tracking and verified the kvp. The sys was tested and found to be working as intended and placed back into svc.